Event description:
The facility reported that they went through three handpieces and the unit kept occluding. There was no pt injury; the case was completed. Two subsequent cases were cancelled after pts had been dilated, but they had not been moved to the or. No add'l info is expected.

Manufacturer narrative:
A co service rep checked the system and found it met performance specifications. We are unable to determine the root cause of the performance problem reported based on this investigation.